Event description:
No additional information.

Manufacturer narrative:
It was reported that the needles were clogged. To aid in the investigation, two hundred and forty-two samples in sealed packaging blisters were provided to our quality team for investigation. Fifty samples were randomly selected for investigation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Forty-nine samples expelled the solution with a normal flow. One sample did not expel the solution; this needle is clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Furthermore, a device history record review was completed for provided lot number 2024138. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles clogged during use. The following information was provided by the initial reporter: "this complaint was received from the customer in reponse to previous isuse of needle clogged/blocked... What was the product being used for at the time of the issue? Fluad. Was there any impact/harm to the patient, due to the reported issue? No. Was there any medical intervention or treatment needed due to the issue patient experienced? No"